Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2191) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and gravida ii. Previously administered products included for prevent pregnancy: iud from december 2011 to october 2012; for an unreported indication: birth control pill from 2009 to 2011 and vancomycin. Past adverse reactions to the above products included adverse event with birth control pill. Concurrent conditions included body mass index normal. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient had essure inserted. In november 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("severe headaches"), chest pain ("chest pains"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and nausea ("nausea"). In march 2013, the patient was found to have weight increased ("weight gain"). In october 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dizziness ("dizziness"), breast pain ("breast pains"), arthralgia ("joint pains"), pain in extremity ("right hand was aching as she typed"), abdominal distension ("terrible bloating that made her look about 4 months pregnant"), menstruation irregular ("periods were not normal so she never knew when to expect one"), pollakiuria ("frequent urination"), asthenia ("energy level was lower"), uterine injury ("uterine injury"), menorrhagia ("lengthy periods"), dyspareunia ("painful intercourse") and fatigue ("fatigue") and was found to have adenoma benign ("fibroadenoma"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, dizziness, breast pain, arthralgia, pain in extremity, abdominal distension, menstruation irregular, pollakiuria, asthenia, uterine injury, weight increased, menorrhagia, dyspareunia, migraine, tooth disorder, fatigue and adenoma benign outcome was unknown and the headache, chest pain, genital haemorrhage, nausea and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenoma benign, arthralgia, asthenia, breast pain, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pollakiuria, tooth disorder, uterine injury and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there was no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received: reporters were added. Lot number was added. Expiration date was added. Historical drug was added. Patient weight and bmi was updated. Patient initials was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2191) on 29-oct-2015. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and gravida ii. Previously administered products included for prevent pregnancy: iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: birth control pill from 2009 to 2011 and vancomycin. Past adverse reactions to the above products included adverse event with birth control pill. Concurrent conditions included body mass index normal. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), chest pain ("chest pains"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dizziness ("dizziness"), breast pain ("breast pains"), arthralgia ("joint pains"), pain in extremity ("right hand was aching as she typed"), abdominal distension ("terrible bloating that made her look about 4 months pregnant"), menstruation irregular ("periods were not normal so she never knew when to expect one"), pollakiuria ("frequent urination"), asthenia ("energy level was lower"), uterine injury ("uterine injury"), menorrhagia ("lengthy periods"), dyspareunia ("painful intercourse") and fatigue ("fatigue") and was found to have adenoma benign ("fibroadenoma"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dizziness, breast pain, arthralgia, pain in extremity, abdominal distension, menstruation irregular, pollakiuria, asthenia, uterine injury, weight increased, menorrhagia, dyspareunia, migraine, tooth disorder, fatigue and adenoma benign outcome was unknown and the genital haemorrhage, headache, chest pain, nausea and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenoma benign, arthralgia, asthenia, breast pain, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pollakiuria, tooth disorder, uterine injury and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
He was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2191) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for prevent pregnancy: iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: birth control pill from 2009 to 2011. Past adverse reactions to the above products included adverse event with birth control pill. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("severe headaches"), chest pain ("chest pains"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In october 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dizziness ("dizziness"), breast pain ("breast pains"), arthralgia ("joint pains"), pain in extremity ("right hand was aching as she typed"), abdominal distension ("terrible bloating that made her look about 4 months pregnant"), menstruation irregular ("periods were not normal so she never knew when to expect one"), pollakiuria ("frequent urination"), asthenia ("energy level was lower"), uterine injury ("uterine injury"), menorrhagia ("lengthy periods"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and adenoma benign ("fibroadenoma"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dizziness, breast pain, arthralgia, pain in extremity, abdominal distension, menstruation irregular, pollakiuria, asthenia, uterine injury, weight increased, menorrhagia, dyspareunia, migraine, tooth disorder, fatigue and adenoma benign outcome was unknown and the headache, chest pain, genital haemorrhage, nausea and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenoma benign, arthralgia, asthenia, breast pain, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pollakiuria, tooth disorder, uterine injury and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there was no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: patient date of birth, weight and height were added; essure was inserted on (B)(6) 2012 for permanent birth control by bilateral occlusion of the fallopian tubes; abnormal bleeding (general), migraines, nausea, dental problems, dysmenorrhea (cramping), fatigue, and fibroadenoma were added as event; essure was removed by salpingectomy (bilateral removal of fallopian tubes); chest pains, headaches and cramping resolved after healing of removal procedure; abnormal bleeding and nausea resolved immediately after removal; historical drugs added; lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 10-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pains') and genital haemorrhage ('abnormal bleeding (general)') in a 22-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii and allergic reaction. Previously administered products included for prevent pregnancy: iud from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: birth control pill from 2009 to 2011 and vancomycin. Past adverse reactions to the above products included adverse event with birth control pill. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("lengthy periods/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)/ extreme cramping") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches/ bad headache"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced chest pain ("chest pains/ blood or heart disorder/condition type: chest pain"). In (B)(6) 2015, the patient experienced toothache ("dental problems aching in my teeth"). In (B)(6) 2017, the patient was found to have adenoma benign ("fibroadenoma"). On an unknown date, the patient experienced dizziness ("dizziness"), breast pain ("breast pains"), arthralgia ("joint pains/ aches in my knees and sometimes when I'm walking my legs feel like they're gonna give out."), pain in extremity ("right hand was aching as she typed"), abdominal distension ("terrible bloating that made her look about 4 months pregnant/ cramping/ cramps and severe bloating"), menstruation irregular ("periods were not normal so she never knew when to expect one/ irregular periods/ irregular cycles/ "), pollakiuria ("frequent urination/ overactive bladder"), asthenia ("energy level was lower/ always tired/ no energy"), uterine injury ("uterine injury"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), constipation ("constipation"), vision blurred ("blurrred vision"), balance disorder ("lack of balance"), tension ("tension"), anxiety ("anxiety"), breast tenderness ("breast tenderness"), device expulsion ("the other poking in my uterus") and ovarian cyst ("one cyst on one of my ovaries"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dizziness, breast pain, arthralgia, pain in extremity, abdominal distension, menstruation irregular, pollakiuria, asthenia, uterine injury, weight increased, menorrhagia, dyspareunia, migraine, toothache, fatigue, adenoma benign, vaginal haemorrhage, constipation, vision blurred, balance disorder, tension, anxiety, breast tenderness, device expulsion and ovarian cyst outcome was unknown and the genital haemorrhage, headache, chest pain, nausea and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenoma benign, anxiety, arthralgia, asthenia, balance disorder, breast pain, breast tenderness, chest pain, constipation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pain in extremity, pollakiuria, tension, toothache, uterine injury, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: chest pain, nausea, dizziness, headaches, menstruation irregular, pelvic pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received. Events: abnormal bleeding vaginal, constipation, blurred vision, lack of balance, tension, anxiety, breast tenderness, the other poking in my uterus, one cyst on one of my ovaries were newly added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On 4 (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("severe headaches"), dizziness ("dizziness"), chest pain ("chest pains"), breast pain ("breast pains"), arthralgia ("joint pains"), pain in extremity ("right hand was aching as she typed"), abdominal distension ("terrible bloating that made her look about 4 months pregnant"), menstruation irregular ("periods were not normal so she never knew when to expect one"), pollakiuria ("frequent urination"), asthenia ("energy level was lower"), uterine injury ("uterine injury"), weight increased ("weight gain"), menorrhagia ("lengthy periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, headache, dizziness, chest pain, breast pain, arthralgia, pain in extremity, abdominal distension, menstruation irregular, pollakiuria, asthenia, uterine injury, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, breast pain, chest pain, dizziness, dyspareunia, headache, menorrhagia, menstruation irregular, pain in extremity, pollakiuria, uterine injury and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there was no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: case became potential legal. Case upgraded to incident category. Reporter was added. Product information was updated. Events uterine injury, abdominal pains, weight gain, lengthy periods, painful intercourse were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.